Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the lead exhibited high impedance measurements and loss of capture. The lead was no longer used and replaced. The procedure was completed successfully and the patient was discharged.